Manufacturer narrative:
H3, h6: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer states that experienced irritation after wearing the contact lens. The consumer sought medical attention and diagnosed with keratitis, it was also reported that consumer experienced corneal opacity after effect of keratitis. Additional information received states that consumer was prescribed with two types of medication, chlorhexidine and voriconazole medication for once every hour for first two months, as far as the consumer remembers, prescription type changed to one and the application to once every four hours. After that keratitis was completely cured, corneal opacity occurred as an after-effect and was treated for six months. The consumer was transferred to another hospital as consumer condition had stabled and was a diagnosed the same as corneal opacity. The consumer visited the hospital about once a month for about a year. The consumer has not worn the lens since the outbreak, until now. Additionally symptom (irritation) has resolved. The current eye status is symptoms remain to continue at the time of this report. No further information can be obtained as no contact details was provided by the consumer.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. No complaint or manufacturing trend was identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).